Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 3/2/98. On 3/5/98, she sought medical attention for an infection at the ear piercing site. She was prescribed antibiotics.